Event description:
A customer reported an altitude alarm issue with their insulin pump, but there was no adverse impact to the customer's blood glucose level. This issue had been previously reported with the same pump. Tandem technical support resolved the problem by replacing the pump, shipping it to the customer without requiring a signature upon delivery. The customer acknowledged the need to program settings and connect the cgm to the new pump, follow storage instructions for the current pump, and return it to tandem within ten days to avoid charges. A backup insulin pump or multi-dose insulin therapy was planned for use to ensure insulin delivery was not interrupted.